Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# b0950426k, product type lead; product ID 3877-45, lot# b0 959279k, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient already had high impedances on plot 1-3 and the same when the impedances were checked during device interrogation after implant of the device. These plots were not used on the programming, so no difference for the patient. No action was done. The event did result in an unscheduled clinic or office visit. Etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# b0950426k serial# implanted: (B)(6) 2009 explanted: product type lead product ID (B)(4) lot# b0959279k serial# implanted: (B)(6) 2009 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implant dates of the ins and leads. There were no difference for the patient, so there were no symptoms. No action were taken to resolve the issue and the outcome was ongoing as the plots were not used for the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause was not known. The impedances were more than 10,000ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6) 2019.